Event description:
It was reported that during the implant procedure, it was difficult to insert the lead in the pulse generator header. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.